Event description:
It was reported that during an unspecified treatment procedure, a guide wire tip fracture occurred. The physician was attempting to pass this 300cm jtip kinetix guide wire through previously placed stents into the right coronary artery (rca). The physician was having difficulties advancing the wire past the ostium of the rca, the wire kept getting hung up on either the stents or plaque. The guide wire was removed from the patient, reshaped, and advanced again. However, the guide wire still would not advance past the ostium of the rca. The guide wire was removed from the patient again and it was noticed that the tip was missing. Fluoro was taken and it was noted that 2cm of the guide wire tip remained inside the rca. The tip was snared and pulled back into the guide catheter. When the guide catheter was removed from the patient it was noted that the tip was no longer located inside the guide catheter. The tip remained in the take off of the profunda and superficial femoral artery (sfa). The decision was made to leave the tip in that location. The procedure was completed with another manufacturers' guide wire. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).